Event description:
It has been reported to philips that images were unable to be mirrored on the flexvison monitoring system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that it was unable to mirror to flex vison monitoring system. The philips engineer suggested service, since the quotation was given to the customer, and it has been expired no service has not been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome. The health impact code was corrected.